Event description:
The veriflex stent was prepped and taken out of the loop that it is packaged in and inserted into the catheter in the patient. The stent did not go all the way to the heart in the catheter. As it was advanced, the delivery system on the stent broke in half. Both pieces were removed intact.